Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 310 (mg/dl). A manual injection was delivered to address bg levels. Customer's health care provider reported that elevated bg is due to a cold and therefore declined troubleshooting with tandem technical support. Customer's bg levels had decreased to the 200s (mg/dl) during the time of the call.